Event description:
It was reported that the patient presented in clinic due to suspected radio frequency (rf) lockout on their pacemaker (pm). It was noted that battery of the pm had prematurely depleted. The patient had symptoms of dizziness. The pm was explanted and replaced on (B)(6) 2026. The patient was stable throughout the procedure.